Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that air entered the bd alaris¿ pump module smartsite¿ infusion set line during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "intravenous piggyback (ivpb) line disconnected from the primary IV-line, white clave was attached to the end of the tubing but the blue inner piece remained in the y connector of the primary line. Pump also alarmed air in line. Ivpb had recently been hung (1459) and no issues noted at time of hang. Very little moisture from the ivpb line had been dripped out, caught quickly. Set removed, new tubing primed and abx infused. Patient here approx 24 hours at time of tubing issue, unknown if was caught in anything on a transfer to bed, CT, etc. CT performed prior to arrival to intensive care unit (ICU) from the emergency department (ed). IV tubing malfunction. No harm, caught very quickly after disconnect.. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? 8100. What are the ail sensors being cleaned with? Isopropyl alcohol. Are staff aware of the correct set loading method into the pump (inserting top first and seated correctly) and proper unloading method (removing bottom first)? Yes. Was there a delay of, or change in, the course of treatment due to the event? Delay due to setting up new IV line".

Event description:
It was reported that air entered the bd alaris¿ pump module smartsite¿ infusion set line during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "intravenous piggyback (ivpb) line disconnected from the primary IV-line, white clave was attached to the end of the tubing but the blue inner piece remained in the y connector of the primary line. Pump also alarmed air in line. Ivpb had recently been hung (1459) and no issues noted at time of hang. Very little moisture from the ivpb line had been dripped out, caught quickly. Set removed, new tubing primed and abx infused. Patient here approx 24 hours at time of tubing issue, unknown if was caught in anything on a transfer to bed, CT, etc. CT performed prior to arrival to intensive care unit (ICU) from the emergency department (ed). IV tubing malfunction. No harm, caught very quickly after disconnect. Was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120) ? 8100. What are the ail sensors being cleaned with? Isopropyl alcohol. Are staff aware of the correct set loading method into the pump (inserting top first and seated correctly) and proper unloading method (removing bottom first)? Yes. Was there a delay of, or change in, the course of treatment due to the event? Delay due to setting up new IV line".

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes. Returned to manufacturer on: 08-jun-2023. Investigation summary : a sample was received and tested by our quality team. The smartsite below check valve was broken out and the complaint has been verified. The set was analyzed under microscope and the manufacturer of this set was contacted for a possible root cause. This type of break does not match the results achieved when the set undergoes functional testing as part of manufacturing quality assessments. The device was properly assembled and there is no evidence that the break was due to manufacturing defects. The root cause is unknown but may have been due to a great deal of mechanical stress applied to the smartsite during use. A device history record review for model 2420-0007 lot number 23015108 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.